Manufacturer narrative:
The report was observed onsite by a zoll approved service provider. The device was then returned to zoll medical corporation for evaluation. However, the report was no longer seen after the log was cleared. The device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. The device passed the final testing procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.